Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g1, h6.

Manufacturer narrative:
D10: 02-010-01-0240 - logic femoral ps cem left sz 4. 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 200-02-38 - three peg patella 38mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tka (total knee arthroplasty) on the right side. Subsequently, the patient experienced a fractured femur due to a fall. As a result, the surgeon performed an intramedullary nail fixation. The device remains implanted, and the outcome is considered resolved. No further information provided.